Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The body, shaft and tip were microscopically examined. Microscopic examination and tactile revealed that the body was kinked 10.5cm and 31cm from the distal tip. The little piece at the very end of the distal tip that is 0.18mm was detached and not returned for analysis. The outer diameter of the device was measured and were within specification. The stingray catheter used in the procedure was received with this device so it was used for functional testing. The stingray guidewire was attempted to be advanced through the lumen of the returned stingray catheter; however, the guidewire would not advance past the kinks in the wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the balloon was damaged and the wire could not be used. A stingray guidewire was selected for use. During procedure, it was noted that the stingray balloon was damaged thus the stingray guidewire could not be used. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the distal tip was detached.